Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/03/2016 with the following findings: during investigation, there were unexplained power reboots observed in the black box. The pump powered on with no alarms. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the original complaint, there was moisture damaged observed in the battery compartment. A leak test verified a leak at the battery compartment. The pump was opened and there was moisture damage found inside the case. Additionally, the battery compartment was found to be cracked along the side of the pump.